Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as sores, cuts and bleeding from lv rubbing against his skin. There was no alleged device malfunction contributing to the irritation. The patient¿s physician recommended patient return the lv. Follow up indicated that the skin irritation improved.